Manufacturer narrative:
Pump received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.

Event description:
The customer reported via phone call the insulin pump had cosmetic damage and screen had a flashing black and white screen and was ringing nonstop. The customer¿s blood glucose level was 5.3mmol/l at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.